Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that during premature ventricular contraction mapping in the coronary sinus with the second intellanav mifi, the catheter appeared in an unusual position on the rhythmia. The physician stepped on the fluoro and observed that the catheter was outside the cardiac silhouette. The cardiac motion was normal, pressures were stable but slightly decreased and a slight effusion was observed on the ICD (accunav). The catheter and sheath were pulled back into the right atrium. There was no resistance felt while maneuvering the catheter. Ablation had not begun when the pericardial effusion was observed. At this time, the pressures dropped and a pericardiocentisis was performed via sub xyphoid access. Approximately 300cc of fluid was evacuated, and a drain was left in place and the patient was admitted to the ICU. The physician attributed the event to the intellanav mifi oi but not due to any specific deficiency of the catheter. It was indicated that the catheter will not be returned to boson scientific for analysis, as it was disposed.